Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during an angioplasty procedure in a highly calcified left superficial femoral artery, the agiltrac balloon ruptured at 5 atms. The entire balloon was removed from the pt anatomy and a fox sv dilatation catheter was used successfully to complete the procedure. There were no adverse pt effects and no add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: a thorough analysis is not possible because the device was not returned to abbot vascular. No discrepancies were reported during the preparation and inspection of the product prior to use. A pre-existing hole or rupture in the balloon would likely have been detected during an instructions for use directed preparation and inspection of the device. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, weak materials, interactions with other products, pt anatomy, lesion calcification, or lesion tortuosity. During production all balloon catheters are 100% leak tested, and 100% inflated to rated burst pressure. In addition, samples are destructively tested to rupture. No specific root cause could be determined; however, it does appear to be a mfg quality deficiency. A review of the lot history record for this device did not reveal any non-conformities which could have contributed to this event.